Manufacturer narrative:
Device was used for treatment, not diagnosis. Gorbatov, r., gorin, v., pavlov, d. And malyshev, e. (2015) the concept of modern ankle joint arthrodesis in posttraumatic crusarthrosis, grade iii-IV. Clinical medicine, 8, 64-72. This report is for an unknown hindfoot arthrodesis nail system / unknown quantity / unknown lot. Additional device product codes: hsb; hwc. UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. Patient pertains to ankyloses; fixator removal; prominent deformity of the ankle joint; amputation; rearthrodesis; orthosis, elastic bandage, special footwear; inability to use pedals of a car or bicycle; analgesics use; moderate difficulty walking; abnormal gait; inability to squat. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, gorbatov, r., gorin, v., pavlov, d. And malyshev, e. (2015) the concept of modern ankle joint arthrodesis in posttraumatic crusarthrosis, grade iii-IV. Clinical medicine, 8, 64-72. The authors studied arthrodesis of the ankle joint in posttraumatic crusarthrosis, grade iii¿IV, using a variety of implants, including: screws; llizarov apparatus; wires; and synthes retrograde intramedullary hindfoot arthrodesis nail (han) rod. Fifty three patients (27 females and 26 male, age from 27 to 78 years with an average of 51 years) were treated with 56 operations from 200 to 2014. The han rod was used in 24 arthrodesis procedures. Patients underwent clinical and radiographic examination and questionnaire survey using an international rating scale; results of 1¿15-year follow up were also assessed. Results in the han group included: bone ankyloses (15); ligamentous ankyloses (three); development of infectious complications requiring fixator removal (three); bone ankyloses with a prominent deformity of the ankle joint (one); ankyloses requiring amputation (two); rearthrodesis due to the incorrect foot position in the formed bone ankyloses (one); moderately intensive periodic pain during supporting loads (24); severe, almost constant pain (two); orthosis, elastic bandage, special footwear (three); inability to use pedals of a car or bicycle. In addition, the following was noted for unspecified implants: 45% of patients required analgesics; moderate difficulty walking in majority of patients; abnormal gait; periodic edema; and inability to squat. This is report 1 of 1 for (B)(4). This serious injury report is for an unknown hindfoot arthrodesis nail system.